Manufacturer narrative:
Received 1 used universal arcticgel pad only. The received pad was used and the trim pattern is correct, the energy connector was found free of any damages and present a good connection. No manufacturing issues were noted during the evaluation. The pads were submitted to the flow rate test. The pad was connected to the arctic sun machine model 2000 for 10 minutes and the water immediately started flowing to the pad without any problems. Universal pad: a total of 5.67 l/min m2 of flow rate were registered during the test. According the test method the flow rate is acceptable. The reported event was unconfirmed as the product problem could not be reproduced. The lot number is unknown, therefore the device history record code not be reviewed. The instructions for use states the following: "once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pads were producing low flow throughout seven days of therapy. This continued after the pads were changed as well as the device. The surgical ICU charge nurse stated that the patient began therapy on monday ((B)(6) 2015) and has received low flow rate throughout therapy, but the temperature was maintained while the patient was on paralytic. The pads were changed on saturday ((B)(6) 2015), the low flow continued with the new set of pads. Therapy was discontinued on monday ((B)(6) 2015) and the patient was placed on two cooling blankets. The hospital believes that it may be a patient issue because they continued to have trouble maintaining temperature.